Event description:
I use a philips CPAP machine, model #dsx500t11c. I wake up in the middle of the night with a headache several times a month. This has only happened in recent months (25 years using CPAP machines). I see that this and many other philips machines have been recalled (I checked serial #, mine has). I am concerned that the headaches stem from the toxic and potentially carcinogenic particles from the disintegrating foam that led to the recall. Nobody notified me of the recall: not philips, not my ent, not the (B)(6), not the medical equipment supplier (B)(4). This is outrageous when there is a potentially deadly problem with the machines. FDA safety report ID# (B)(4).